Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the lead showed low amplitudes with a clean electrogram (egm) during pretesting on the pacing system analyzer (psa). When the helix was extended, there were noisy signals, and the r-wave was indistinguishable. The noisy signals were oversensed. Multiple positions were attempted, but the same pattern occurred pre and post helix extension. The testing cables, psa connector block, and psa were all replaced, but the same issue occurred. This rv lead was successfully replaced and discarded. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the lead showed low amplitudes with a clean electrogram (egm) during pretesting on the pacing system analyzer (psa). When the helix was extended, there were noisy signals, and the r-wave was indistinguishable. The noisy signals were oversensed. Multiple positions were attempted, but the same pattern occurred pre and post helix extension. The testing cables, psa connector block, and psa were all replaced, but the same issue occurred. This rv lead was successfully replaced and discarded. No adverse patient effects were reported. The lead was discarded. Additional information received indicates that the lead was returned for analysis.